Event description:
It was reported that a particle was observed inside an intravia container 150 ml capacity. The particle was determined to be an organic insect part through fourier transform infrared spectroscopy (ftir) testing. This was observed during final product inspection at pharmaceutical compounding department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph identified an insect; however, the location of the insect could not be determined. The reported condition was verified. The cause of the insect could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.